Manufacturer narrative:
Visual assessment of the device shows the actuator is advanced to the needle tip. No ts or suture remain on the needle, but were returned. Examination of the t/suture construct showed t1 is missing its distal end, likely caused when pulled out of the patient¿s meniscus. Actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. After the evaluation, the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair it was reported that the second t anchor didn't engage in the meniscus. No implants were left behind unsupported. A backup device was used to complete the procedure. There was no reported delay or patient injury.